Event description:
Complaint was reported as: the clips snapped off while the user was trying to lock them over the vessel. No pt injury or intervention reported.

Manufacturer narrative:
The device sample was not returned for eval.